Event description:
A report was received that a patient was experiencing tenderness at the pocket site. The patient underwent a revision in which the physician elected to replace the ipg. The pocket location was moved from the right buttock to the right flank. The patient is reportedly doing well.

Manufacturer narrative:
Explanted ipg device will not be returned to bsn as it was discarded by medical facility.

Manufacturer narrative:
Expiration date: no information.

Event description:
A report was received that a patient was experiencing tenderness at the pocket site. The patient underwent a revision in which the physician elected to replace the ipg. The pocket location was moved from the right buttock to the right flank. The patient is reportedly doing well.